Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd intima ii catheter experienced a damaged catheter adapter. The following information was provided by the initial reporter: the indwelling needle connector was found to be damaged during infusion. When the intima-ii-s indwelling needle was taken out for inspection, it was found that the white end of the connector was damaged, and it was not used any more. After discarding it, the indwelling needle was replaced for puncture.